Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip detached inside the knee, which added 30 minutes surgical delay. Some of the parts were recovered, but not all broken pieces were retrieved from the patient. It was unknown if the patient was harmed.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. The probe was visually inspected for damages, and the distal electrode has detached from the probe. Unable to perform a functional inspection due to the broken distal tip. The probable root causes could be user excessive drag force applied to the probe. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip detached inside the knee, which added 30 minutes surgical delay. Some of the parts were recovered, but not all broken pieces were retrieved from the patient. It was unknown if the patient was harmed.